Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the seat is very unstable due to a screwhole being reamed out in the seat pivot post.